Event description:
Info received indicated that when the emergency trendelenburg was activated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
The hill-rom found that the CPR/et valve was stuck. He replaced the CPR/et valve and the bed functioned to specifications.